Event description:
The customer reported to olympus that the evis exera iii colonovideoscope has image failure, and communication error. During inspection and evaluation, air/water tube and air/water cylinder have foreign material attached to the channel walls. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water tube and air/water cylinder could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leaks at the biopsy channel, suction cylinder and scope connector cover, it is possible that the device reprocessing could not be sufficiently performed. The event can be detected/prevented by following the instructions for use which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿. In addition, the following non-reportable malfunctions were found during the device evaluation: suction cylinder, water tightness is lost, flexibility adjustment ring has a scratch, grip has a scratch, forceps channel port has a scratch, control unit has corrosion, up/down function does not work, suction connector has corrosion, outside shield unit has corrosion, micro connector unit in scope connector has corrosion, circuit board unit in scope connector has corrosion, corrosion on plug unit, channel tube damage, angle wire wear, objective lens has a crack, light guide lens cracked, bending tube is deformed, charged-coupled device cable is damaged, universal cord has corrosion. Olympus will continue to monitor field performance for this device.